Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that their end user is reporting that the pump isn't providing nutrition and flushing within +/- 10%. They are reporting that they are programming the pump at a feed rate of 70ml/hr with a 50ml flush programmed every hour, and the feed begins at 7am and ends at 11pm, for a total of 16 hours. During this 16 hour feed they are reporting that the total amount fed and flushed amounts to less than a 1000ml bottle of ready to hang formula, and that this amount is inconsistent from day to day. There was no patient harm reported.

Manufacturer narrative:
Submit date: 10/17/2016. An investigation of kangaroo epump was performed for the reported condition of; the unit is not providing nutrition and flushing within +/-10%. The unit was triaged and the complaint could not be confirmed; there was no fault found. Kangaroo epump was manufactured in 2013. A review of the device history record shows this device was released meeting all manufacturing specifications.